Manufacturer narrative:
Investigation of the returned complaint sample showed that the lue lok adapter (lla ) was loose and the cannula was attached on the lla. After reassembly of the lla, it was not possible to simulate a detachment on the complaint sample when handled in accordance with the direction for use (dfu). A functionality test was performed on retention samples. Test results met specifications. Investigation showed that no remarks related to this complaint were reported in the batch record. All syringes are visually inspected, items with incompletely assembled luer lock adapters are removed. No loose luer lok adapters were found for this batch. No similar complaints have been received for this lot.

Event description:
A user facility reported the cannula could not be secured when the device was assembled. There was no patient impact associated with this event.